Manufacturer narrative:
Mxp2409076. Qerts# (B)(4). Email address for contact office is: (B)(6). Discrepant negative antibody identification results for a patient receiving rhogam. Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. The assignable cause could not be confirmed, although could not be excluded to be sample related, the patient being d(rh1) antigen negative receiving rhogam treatment, and thus possibly having a weaker d(rh1) antibody expression or possibly at the limit of reagent detection. Recovery of anti-d in plasma or serum after injection of rhogam is highly variable among individuals. No general product failure is identified. No biased results were reported to a physician. The patient was not harmed.

Event description:
On (B)(6) 2022, a customer complained to ortho care about what was described as discordant negative antibody identification results for one patient receiving rhogam using 0.8% resolve panel a lot vra396 in conjunction with their ortho vision ID-mts analyser. Complainant/complaint reporter: (B)(6). Reported on (B)(6) 2022 by (B)(6) to ortho care helpdesk. Reagents: 0.8% resolve panel a (product code 6902317; lot vra396; expiry 25 jan 2022; manufactured 23 nov 2021). 0.8% resolve panel a (product code 6902317; lot vra395; expiry 11 jan 2022; manufactured 09 nov 2021). Patient information: pregnant patient receiving rhogam. The customer reported that, on (B)(6) 2022, they had tested a patient sample for antibody identification in the indirect antiglobulin test (iat) using 0.8% resolve panel a lot vra396 in conjunction with their ortho vision-ID mts analyser, and that they had obtained positive (3+ and 1+ respectively) reactions with cells 3 and 4 of the red cell reagent, and discrepant negative results with cells 1, 2 and 11 of the red cell reagent. The customer was expecting positive reactions with cells 1, 2 and 11 being d(rh1) antigen positive. Due to this discrepancy between d (rh1) antigen positive cells of the red cell reagent, the customer reported that they had sent a sample from the same patient to a reference laboratory for confirmation testing. The customer stated that the reference laboratory tested a sample from the same patient using an alternative ortho vision-ID mts analyser with 0.8% resolve panel a lot vra395, and that the results for d(rh1) positive antigen screening cells 1, 2, 3, 4 and 11 gave positive (1+) reactions as expected. The reference laboratory confirmed the patient has a passive anti-d(rh1) antibody and that all other clinical significant antibodies were ruled out. No further detail provided. The customer reported that no biased results were reported to a physician. The customer reported that the patient was not harmed as a result of the reported event.